Event description:
During a regular outpatient pacemaker check, none of the led, over the programming head of two different programmers, switched on. However, atrial pacing followed by intrinsic ventricular contraction were visible on ECG. Moreover, pacing at 96ppm was confirmed when a magnet was applied to the pacemaker. No electrical or radiotherapy had been performed. External physical impacts were also not suspected. Physician is considering the re-intervention. Explant was recommended on (B)(6) 2012.

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending. (B)(4)